Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, including bench handling and defib functional testing without duplicating the malfunction. Review of the device logs did not find evidence to support the reported event. The customer provided a scan of a printed strip from the event. With the limited information on the printed strip it could not be determined if it was the ECG segment that the device was analyzing when the shock was advised. The provided ECG segment did not indicate there was any device malfunction. The associated multifunction cable and pads were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device delivered a shock for a heart rhythm they believed was non-shockable. Complainant indicated that return of spontaneous circulation was established. However, the patient subsequently expired.